Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01111. It was reported that balloon pinhole occurred. The target lesion was located in the coronary artery. A 2.00mm x 8mm and a 2.50mm x 8mm apex¿ balloon catheters were advanced for dilation but crossing difficulties were encountered. After a lot of pushing, the devices were able to cross the lesion. When each of the balloons were inflated, it was unable to hold pressure. When the devices were removed, a small hole was noticed in each of the balloons. The physician then advanced a different balloon catheter and deployed a stent which completed the procedure. No patient complications were reported and the patient's status was fine.